Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely that water invaded the scope connector which caused a conduction failure in the internal circuit board and led to the reported event. Water tightness was lost due to one or more of the following; there was a breakage of the o-ring near the connector side, stress was applied to the open venting connector while the device was under water, foreign material (such as fragments of a cleaning tool) was stuck in the venting connector valve and it was unable to close, there was a breakage/misconnection of the leakage tube, breakage in packing the reprocessor/leakage tube tester, the sterilization cap was attached while the device was immersed, the connector cap was attached to a wet venting connector, and/or the leakage tester was attached/detached while the device was under water. The event can be prevented by following the instructions for use (IFU) which state: operation manual- "important information ¿ please read before use: warnings and cautions: disappeared or frozen endoscopic image: before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction." Reprocessing manual- "1.4 precautions: before immersing the endoscope in reprocessing fluids, confirm that the sterilization cap (maj-1538) is not attached to the endoscope. If the sterilization cap is attached, the reprocessing fluids will be able to penetrate the inside of the endoscope, and it can be damaged. 5.4 leakage testing of the endoscope: perform the leakage test: - when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. - do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
Additional information received from the customer reported the event occurred during reprocessing prior to a diagnostic procedure.

Event description:
The customer reported the evis exera iii bronchovideoscope displayed a b30 scope communication error message. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. During device evaluation at olympus, it was found the complaint was not confirmed and the image was good after aeration. Evaluation did find the bending section cover glue was peeled, the insertion tube was kinked/crimped, fluid invasion was found in the scope connector, the o-ring near the connector side was broken, the contact pins had minor scratches, this event is under investigation. A supplemental report will be submitted upon receiving additional information.